Event description:
Reporter stated that due to hard nucleus, power was increased from 50% to 80%. Phaco time was 1.1 minutes. Noted corneal burn. Converted to ecce. System has been in use since event occurred without incident.